Manufacturer narrative:
Siemens filed initial MDR 2432235-2023-00149 on 13-jun-2023. Additional information (07-jul-2023): instrument files were not available for further review. Based on the information available, siemens determined that an instrument malfunction, corrected by the service actions performed in the initial report, potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 instrument. The quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse checked the primary vacuum pump and identified a leak in the primary vacuum. The cse cleaned the waste reservoir, lubricated the o-rings, and repaired the primary vacuum leak. The cse checked the secondary vacuum pump, ran a vacuum health check, and identified a malfunctioned regulator. Next, the cse checked the alignments of reagent probe 1 and carried out minor alterations. The cse also replaced the regulator, adjusted a secondary vacuum rate, and ran a vacuum health check. The vacuum health check recovered acceptably. The cse checked washing and ran the auto check and qcs. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1600 instrument. The erroneous result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate atellica im 1600 instrument. The repeat result was lower than the erroneous result and matched the clinical picture. The repeat result was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.